Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One first PICC unit was received. Breakage was observed below the inverted triangle portion of the over-molded extension set. Some fibers, potentially from dressing or bandaging, were noted stuck to the PICC line near the area of breakage. The area or separation appeared jagged under magnification. A cross-section of the tubing was reviewed under magnification and found to be fully-formed. Potential causes for catheter breakage include excess tensile (pulling) force applied to the catheter or excess pressure which can weaken the catheter tubing. Such excess force can be related to catheter securement techniques, improper maintenance, placing tape strips over catheter tubing, advancing/removing the catheter or stylet despite resistance, or flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC catheter broke off hub during PICC dressing change. Line removed immediately. Doctor notified and at bedside. No complications.